Event description:
(B)(6) transfer tubing (iso11) used in sterile compounding - a long human hair was visible inside sealed package that was supposed to be sterile. Transfer tubing used in sterile compounding of IV infusions.